Event description:
Reportedly, the pt implanted with the ICD involved in this MDR report passed away on (B)(6) 2011; he was found in his garden. CPR was performed. If should be noted that the pt had a f/u check with his cardiologist shortly before his death and everything was totally fine at that time. The physician requested an analysis of the returned ICD device and recorded episodes.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.